Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Additionally, it was reported that pump battery depleted quickly. The customer continued to use the pump for insulin therapy. No adverse impact to customer's blood glucose.